Event description:
Information received indicates, the bed moved unintentionally and has an error code of 10-49.

Manufacturer narrative:
The facility replaced the right ucm board and cable to repair the bed. He indicated that there were no signs of fluid ingress or damage to the components.